Event description:
It was reported that the customer had experienced ongoing blood glucose (bg) levels in the 300's. The customer was uncertain of the suspected cause. The customer administered insulin via manual injection, delivered a bolus, and drank water to address bg. This event is being reported based on the evaluation of the returned device. During evaluation, the device was unable to power on due to usb pin contamination.